Manufacturer narrative:
Additional narrative: the initial procedure was a laparoscopic intra-peritoneal onlay mesh (ipom) placement. The revision was the same. The surgeon opines the cause of the recurrent hernia was the protacks. Conclusion: three mesh pieces were returned for evaluation. The greater piece contained two protack tacks and both smaller mesh pieces contained one protack tack each. During visual inspection peritoneum was noted on both sides of the mesh. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: video and photos of the actual mesh were returned and reviewed. The examination of the video and photos found the recurrent hernia was due to a protack fixation failure.

Event description:
It was reported that a patient underwent a strangulated umbilical hernia repair procedure in (B)(6) 2011. Mesh was used and fixated with protacks. The patient underwent a revision on (B)(6) 2012. The surgeon found the mesh had pulled out as the protacks had slipped through it and would not hold the mesh. Due to obesity, the tacks would not hold. The mesh, tacks and bowel had moved into the hernial orifice. The tacks caused bleeding. The mesh was not completely removed, parts of the mesh were left in the patient. A new mesh was used to repair the hernia.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.